Manufacturer narrative:
During follow-up, the patient reported she was prescribed antibiotics and recovered after taking the course of antibiotics for 8 days. She said her doctor believes that the infections were caused by her craterization process and advised her to change to a prelubricated product so she does not have to add the lubricant.

Event description:
Intermittent catheter patient (user) reported she was advised to change to prelubricated catheters and discontinue using catheters she has on hand. She reported she was adding lubricant to the catheters and her doctor believes she was getting urinary tract infections (uti) because of the process.